Manufacturer narrative:
The insulin pump received with detached end cap.

Event description:
It was reported that the back end cap of the insulin pump came off, and insulin was squirting out. When the customer put pressure on the end cap the motor stops. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.